Event description:
It was reported that there was noise. The device, right atrial, and right ventricular leads were all explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The wife of a patient called to request patient information and additionally reported an adverse event. The patient had a 2.50 x 18 cypher implanted in an unspecified artery for an unknown reason. Approximately two and a half years later, the patient felt tired and not feeling well. The physician was aware and no treatment was reported. However, during the same month, the patient experienced pain described as "moaning and could not speak: the patient was admitted to the hospital to receive unspecified treatment however the patient died. The physician stated that the cause of death was due to myocardial infarction. An autopsy was not performed. Multiple attempts were made to collect more information regarding the patient and the events without success. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and this patient's myocardial infarction resulting in death.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the patient¿s spouse through the medical affairs department indicated that the patient had a cypher 2.5 x 18 mm stent implanted in an unknown artery during the index procedure. Approximately thirty-one months after the index procedure, the patient was reported to be tired and not feeling well. The patient's physician was aware and no treatment was prescribed. During the same month, the patient was reported to be in pain and was found to be moaning and could not speak. The patient was admitted to the hospital and was treated but expired. No autopsy was performed. The patient's wife stated that a physician told her the cause of death was from a heart attack. Attempts to obtain additional information have been unsuccessful.